Event description:
It was reported that from the onset of using the surgical fiber during a prostate procedure, the systems fiberlife mode was continually activating, sending the fiber / laser system into standby mode. The fiber tip was cleaned, however the problem continued. Lasing time expended: 3:59 minutes; 33,937 joules used. The physician opted to convert to turp to complete the procedure. The patient required two nights stay in the hospital and was re-admitted for blood clot removal a few days later. No further information was reported at this time.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the bevel edge at the output window is off center; this is indicative of melting of glue at the metal to glass cap adhesion location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.